Manufacturer narrative:
The device has been received for evaluation: however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer¿s blood glucose level was between above 300-586 mg/dl, and reportedly the customer vomited. Elevated blood glucose levels were addressed by manual insulin injection.